Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace at pin on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio beep anomaly. The customer¿s blood glucose level was 15.0 mmol/l. Customer reported that they were fail during audio test. Customer reported that they received hardware low level failure error twice. The customer has been advise to discontinue the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.